Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported when activating a new pod, the pink slide did not move forward and the cannula did not deploy, indicating a needle mechanism failure.